Event description:
The customer reports that the water level in the water tank drops faster than normal. They checked and found a mixture of water and oil out from the swivel joints in the gantry windup; sometimes the water return line, sometimes the water supply line. They have replaced the swivel joints five times including one (B)(4). Every replacement the customer has to make, an arrangement needs to be made and much time is lost. This issue occurred on the swivel joints in the gantry windup.

Manufacturer narrative:
Failed swivel joints were investigated by manufacturing and vendor. This investigation was prompted by an increased usage of swivel joints in the installation and warranty reports for a specific range of machines. It was determined that the gantry swivel joint failures are the result of hoses that connect the joints to the stand being too short. Possible secondary contributors are the routing of the windup water hoses and the assembly technique of the swivel joint vendor. A sample of machines was tested for water hose length and it was determined that 70 to 80% of machines within the specified range will likely have water hoses that are too short that will result in swivel joint failures. Failure of the swivel joints can result in water and electrical damage to various equipment throughout the machine depending on the angle of the gantry and the severity of the leak. When water is in contact with high voltage sources: water that contacts high voltage can become conductive. If the water does not come in contact with a grounded location that trips some type of protective device it can stay at a high voltage. A person that comes in contact with the water can be injured if the current is high enough. However, varian has not received any reports involving an injury due to this type of event. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.